Manufacturer narrative:
The device was out of warranty. Service quotation have been provide to customer. However, as of the date of closure of this complaint, the customer has not updated philips on the status of the device and the cause of the reported issue could not be determined.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
Customer reported alarm function failed while in use. The customer confirmed that the device was not connected to a patient when this event happened.